Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left rear caster has broken off and the insert is lodged into the base.